Event description:
Boston scientific received information from the field representative that this left ventricular (lv) lead was explanted due to lead dislodgement several weeks after implant. The lead was explanted and replaced with a new lead. No adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. It was noted that the outer conductor coil was deformed. The lead tip has no visible signs of damage or defect which would lead to dislodgement. The allegation of dislodgement against the lead could not be confirmed by analysis.